Event description:
It was reported that (2) devices were used during a prostatectomy. It was reported by the affiliate that the tir20 clips would not deliver (feed). There was no consequence to the patient.